Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the functional test result indicates a wireless telemetry issue due to an out of specification left antenna test; left antenna was found loose. Analysis was not able to confirm a delay to the printer; able to print to external and programmer printers with no faults found. (B)(4).

Event description:
It was reported the wand is not working when wandless "no telemetry connection." It was also reported there is a delay to printer. The programmer and wand were returned for repair. There was no patient involvement indicated.